Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) plus blood collection tubes, the device experienced foreign matter in tube; biological and non-biological and broken lid/cap. The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: damaged tube x4. Dirty cap x1.